Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event - estimated. The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. The reported patient effects of dyspnea and worsening mr, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All available information was investigated and a definitive cause for the slda could not be determined. The patient effect of worsening mr was likely a result of patient/procedural conditions, and due to the slda; the reported dyspnea and fatigue appear to be symptoms/secondary effects of the worsened mr. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the patient underwent a mitraclip procedure to treat mitral regurgitation (mr) of grade 4. The clip was implanted at the anterior 2/posterior 2 (a2/p2) leaflet segment and the mr was reduced to grade 2. Approximately three months later, the patient noted a return of the mr symptoms (shortness of breath and fatigue) and an echocardiogram was performed on (B)(6) 2017, noting that the clip had detached from the posterior leaflet, but remained attached to the anterior leaflet (slda) and the mr had increased to grade 4. A second procedure was performed on (B)(6) 2017. Two clips were implanted and the mr was reduced to grade 1. The procedure was successful with significant hemodynamic improvement. No additional information was provided.